Event description:
Hospital staff attempted to administer external pacing to a pt in what was described as a "last ditch effort" at resuscitation. The device allegedly displayed a service indicator after a short period of pacing and continued use of the pacer was inhibited. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.